Event description:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2023 (specific date not reported).

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) due to poor magnet retention. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.